Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were noted after the tpn bags were compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 20, 2018 - august 21, 2018. The actual device was not available; however, six (6) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on the one (1) randomly selected sample with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.